Event description:
It was reported that an ilet pump issued recurrent alert 38 for consecutive stalled motor during a supply change, persisted after multiple restarts and a software update, and was verified in alarm history, after which a replacement pump was provided and the user was instructed on shutdown and continuation of cgm use. Symptoms included no reported effect on blood glucose, with reported values of 105 mg/dl by cgm and 124 mg/dl by fingerstick, and no hypoglycemia, hyperglycemia, or hospitalization. Outcomes included pump replacement and continuation of therapy per healthcare provider plan with successful pairing guidance for the dexcom g6. Investigation included remote troubleshooting, alarm verification, and request of device return for evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.